Manufacturer narrative:
A ge service rep performed an on site investigation. The camera video connections were reseated. The system was tested and operates as intended.

Event description:
The customer reported the monitor images were cut in half. No pt injury was reported.